Event description:
Burning smell coming from ventilator during normal operating mode. Ventilator swapped out for another unit. Ventilator in question sent to biomed.biomed noticed the reported smell coming from the external power supply. Suspect faulty charge circuit.